Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a duplicate keypad output observed during testing. Service evaluation verified the duplicate keypad output. The cause was identified to be a failed keypad. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a spectrum pump, the device had a duplicate keypad output. There was no patient involvement. No additional information is available.